Manufacturer narrative:
The pump was received with an unexpected restart error alarm after a battery change due to a broken solder joint of c13 on the interface board and memory loss due to an unexpected restart anomaly. The pump had a minor scratched lcd window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 170 mg/dl. The customer's history was checked in order to confirm the issue. Customer received a replacement pump.